Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, patient experienced a loss of connection between the transmitter and smart device. No additional patient or event information is available. Data was received but does not reflect the full investigation window. Confirmation of the allegation could not be determined.

Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. A pairing test was performed and it passed. Functional testing was performed and there was no failure detected. Data was provided for evaluation. There was no data within the investigation window. The bin log was downloaded and evaluated with errors observed. The reported event loss of connection was confirmed. A root cause could not be determined.